Event description:
Patient reports issues with the top left side cutting the tongue. The aligner has sharp edge. This is upper and lower aligner 1. Dental history includes impacted teeth on location 16, and 1.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.